Manufacturer narrative:
Initial reporter full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient began to complain of chest discomfort. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The staff noticed on a chest film that the iab had migrated back and possibly into the sheath. They reported that there may have been blood in the helium tubing but this was not confirmed. They removed the iab and waited one day before inserting a new one. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath tip was observed to be slightly crushed. No blood was observed inside the iab catheter. The male luer and a portion of the extracorporeal tubing was cut from the iab and not returned. Additionally two kinks were found; one the catheter tubing approximately 39.9cm from the iab tip and the other on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The insertion was reported to be axillary, which is not the method described in the device instructions for use. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. The reported leak cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).